Manufacturer narrative:
Device evaluated by MFR: pending evaluation concomitant device(s): 300-62-02 - stemless humeral comp integrip, cage, size 2 and 310-61-44 - stemless humeral head 44mm x 17mm x alpha.

Event description:
As reported, approximally 1.5 years post of the initial tsa, this (B)(6) male patient is experiencing aseptic glenoid loosening and disassociation of the polyethylene. Patient refuses to get cardiac clearance to perform revision surgery. The event outcome is continuing. The case report form indicates this event is definitely related to devices and unlikely related to procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
(H3) the glenoid loosening reported may have been the result of disassociation of the cage glenoid from the glenoid bone and/or peg(s) disassociation from the polyethylene. The cause of the reported disassociation cannot be determined as the devices and radiographs were not available for evaluation and it is unclear if the cage glenoid component disassociated from the glenoid bone, if the cage glenoid¿s metal subcomponents (center cage and/or peripheral pegs) disassociated from the polyethylene body, or if a combination of the two occurred. Section h11: the following sections have corrected information: (h6) medical device problem code: 4002 (loosening of implant not related to bone-ingrowth), 2907 (detachment of device or device component). Component code: 734 (bearings), 4723 (sleeve).